Manufacturer narrative:
Subsequently, additional information was received that this system was interrogated. The defibrillation impedances were normal before the test. A synchronized shock at maximum energy was delivered ((B)(4)). The impedance was again normal. The last abnormal impedance registered in the device occurred in (B)(6) 2011. The physician will continue monitorizing the patient closely to check this issue. It was believed that the failure was intermittent.

Manufacturer narrative:
Additionally, boston scientific technical services reviewed the save to disk and x-rays, and discussed that there is no clear indication of compromised lead integrity. Bsc ts, however, was not able to evaluate lead insulation though an x-ray. As this device does not indicate specifically if the shock impedance was high or low, but rather indicated both in the clinical event box, should this message appear again, it would be recommended to evaluate the shock integrity of the system. It was also noted that on the disk it appeared that the clinical event on the system summary was not reset. This should be printed and cleared to allow for the storage of a new clinical event. This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Manufacturer narrative:
Subsequently, additional information was received that the associated pg was explanted and replaced due to reaching elective replacement indicator (eri). During the replacement procedure, it was observed that this rv lead distal coil was loose. This rv lead was connected to the new pg, and all measurements were fine. There was no further information provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had shock impedance measurements that fluctuated from less than 20 ohms to greater than 125 ohms. A replacement procedure of this rv lead has been scheduled. Additional information was received that a save to disk, and prints were sent to boston scientific technical services (bsc ts) to be reviewed. The physician has requested technical advice. Subsequently, bsc ts reviewed the print and save to disk and noted the single non-sustained ventricular tachycardia (nsvt) episode showed appropriate sensing and no noise/artifact on the either the rv rate/sense or the shock channel. The device performs daily lead integrity test on the shocking system, however, the data is not trended. The measurements taken during office checks are the only visible values in the device beyond clinical event notification dates. The clinical event should be printed and reset upon evaluation in the clinic. This allows for future storage of clinical events as well as eliminates the beeping tones associated with out of range shock impedance. As the rate/sense impedance measurements and thresholds appear stable, it may be isolated to one of the shocking coil legs proximal to the yoke. Bsc ts also discussed some troubleshooting ideas to verify the integrity of the shocking system. Recently, this patient attended a follow-up it was observed the shock impedance was in a normal range, between 50 and 60 ohms. All kind of pocket and arm movements were performed without any response in the egm, or in the shock impedance measurement. An x-ray with anterior-posterior (ap) and lateral view was made, without any apparent damage to the electrode. The physician is requesting technical advice on how to proceed. There were no adverse patient effects reported.